Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. The fsr replaced the small display assembly. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpg) whereby a large six inch roller pump display went blank. The unit was changed out, with no delay, no blood loss, and successful completion of the procedure.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) connected the display assembly to lab use only (luo) testing equipment. The pst monitored the display for 24 hours with no observations of the screen going blank. It was determined that the roller pump display met specification. Per data log review: on (B)(6) 2022, the large roller pump was put online (perfusion screen opened). The pump reported four 'miscellaneous internal error' 41 (network interface cable (nic) reports bad comm status to pod). This may not be related to the reported loss of display issue. The perfusion screen was exited at 12:00:02 pm. There are no indications of loss of the display. It is likely that only the display was lost as the pump continued to function. It is likely that this is related to the small display assembly or a connection to the display. The log cannot confirm that the display was lost. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.